Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. Visual and microscopic inspections: the actual device upon receipt was a runthrough ns. The platinum coil section had been bent. It was likely that the bent was due to the shaping at the distal end, and was unlikely to be related to this event. The coil had been elongated (the coil pitch had been opened) and jumbled at approx. 249mm from the distal end. The ptfe coating had been peeled off continuously at approx. 265mm - 272mm from the distal end. The ptfe coating had been peeled off at approx. 384mm and 428mm from the distal end. No anomaly was found in other sections. Therefore, it was inferred that "uneven" described in the ppr was the elongation (opening of the coil pitch) and jumbling of the coil found at approx. 249mm from the distal end. Confirmation of dimensions: outer diameters of the platinum coil section, stainless-steel coil section and shaft met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Simulation test: with the stainless-steel coil section getting stuck, pulling and torque force were applied. As a result, the stainless-steel coil section was elongated (the coil pitch was opened) and jumbled. Based on the investigation result, no anomaly was found in the manufacturing history record and dimensions. As a possible cause of occurrence, the following mechanism was inferred. However, since the details of procedure were unknown, it was not possible to clarify the cause of getting stuck of the stainless-steel coil section. The stainless-steel coil section got stuck for some reason. In order to release the stuck, pulling and torque force were applied, which caused the coil to elongate (the coil pitch to open) and jumble. Since the outer diameter of coil increased at the jumbled section, the combined device could not be passed through. Regarding the cause of peeling of ptfe coating, it was likely that it came into strong contact with some hard object. However, since the details of procedure were unknown, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the wire cannot get through the balloon then the proximal end of wire was found uneven. The peeled coating may have remained in the patient's body. The procedure outcome was not reported. The patient was not harmed.